Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead was capped and replaced during the lead revision.

Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had high and undefined pacing impedance and an alert was triggered. When an impedance test was done in-clinic, the impedance was within normal range so the physician elected not to take action. A second alert was triggered, and complete exit block was also noted. The lead was inactivated, and a lead revision scheduled. No patient complications have been reported as a result of this event.